Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.

Event description:
It was reported that a nurse noticed the flange had broken off of the tracheostomy tube and was floating independently. She found the piece that broke off. The tube was changed to a new one.